Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient got a blood clot in her arm after her implant surgery.

Manufacturer narrative:
Additional information was received that the patient¿s blood clot had nothing to do with the device or procedure. It was noted that the patient had a family history of clots and was obese. It was reported that the patient had a propensity for clots when placed in an intravenous therapy. It was also noted that the patient was taking aspirin daily. The patient was prescribed xarelto for a month.

Event description:
A report was received that the patient got a blood clot in her arm after her implant surgery.